Event description:
It was reported that the patient fractured their ankle at the upper left joint side. A surgical intervention was required to prevent permanent impairment to a body function or body structure. It was noted that it was possible/probable/certain to be related to stimulation, medication and pre-existing/underlying disease. The outcome was resolved completely.

Manufacturer narrative:
(B)(4).